Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately (B)(6) ago. Aneurysm and vessel morphology from the time of implant were not available. It was reported that during a routine follow-up the ultrasound revealed aneurysm enlargement to 5.4cm by 6.3 cm. A CT scan was performed approximately six weeks ago and revealed a proximal type I endoleak. The decision was made to implant a talent converter via the left femoral artery as well as a talent occluder via the right iliac artery. A palmaz stent, an endurant aortic cuff, talent converter and an occluder were implanted proximally followed by a fem-fem bypass. This successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), lack of information (unknown cause of endoleak). Conclusion: lack of information (unknown cause of endoleak).